Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "needle did not fully retract into hub when safety was engaged after patient use". Per the customer contact, the individual/user is "fine" with no issues reported. No serious injuries or medical treatment were reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026, "needle did not fully retract into hub when safety was engaged after patient use". Per the customer contact, the individual/user is "fine" with no issues reported.

Manufacturer narrative:
Update to annex codes b, c, d. Update to g3.